Event description:
Ecn event description: farawave catheter was prepared and inserted into the body according to normal protocol. Started with ablation of the left pulmonary veins which was successful. Moved to the right super pulmonary vein (rspv) and the physician had a difficult time advancing the guide wire out that vein. Physician began to try to move catheter back and forth but felt resistance. Physician could not advance or retract the guide wire from the catheter. Then the physician undeployed into basket and forcibly removed the catheter and pulled it into the sheath, bringing both the sheath and catheter into the right atrium. Up on removing the catheter from the the body, the physician and I both examined the distal tip of the catheter and notice the guide wire was stuck in the distal end of the catheter along with a piece of tissue that had been entrapped. Lab staff attempted to pull the guide wire out of the catheter and the guide wire would not budge and instead unraveled. Physician requested a new catheter to proceed with the case. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: trying to advance the guide wire. Trying to retract the guide wire. Trying to move the catheter (while in flower) to another location within the left atrium. Advancing the catheter further out of the sheath. Bringing the catheter back into the sheath. Finally undeploying into basket. What is the next course of action? Remove and replace the catheter. Patient present at time of event? Yes. Patient complications: no patient complications procedure number: (B)(4).

Manufacturer narrative:
No device was returned for analysis. As reported: "ecn event description: farawave catheter was prepared and inserted into the body according to normal protocol. Started with ablation of the left pulmonary veins which was successful. Moved to the right super pulmonary vein (rspv) and the physician had a difficult time advancing the guide wire out that vein. Physician began to try to move catheter back and forth but felt resistance. Physician could not advance or retract the guide wire from the catheter. Then the physician undeployed into basket and forcibly removed the catheter and pulled it into the sheath, bringing both the sheath and catheter into the right atrium. Up on removing the catheter from the the body, the physician and I both examined the distal tip of the catheter and notice the guide wire was stuck in the distal end of the catheter along with a piece of tissue that had been entrapped. Lab staff attempted to pull the guide wire out of the catheter and the guide wire would not budge and instead unraveled. Physician requested a new catheter to proceed with the case. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: trying to advance the guide wire. Trying to retract the guide wire. Trying to move the catheter (while in flower) to another location within the left atrium. Advancing the catheter further out of the sheath. Bringing the catheter back into the sheath. Finally undeploying into basket. What is the next course of action?: remove and replace the catheter. Patient present at time of event?: yes patient complications: no patient complications procedure number: (B)(4)" complaint summary: it was reported that during a pulse field ablation (pfa) procedure the farawave 31 mm us catheter was selected for use, farawave catheter was prepared and inserted into the body according to normal protocol. Started with ablation of the left pulmonary veins which was successful. Moved to the right super pulmonary vein (rspv) and the physician had a difficult time advancing the guide wire out that vein. Physician began to try to move catheter back and forth but felt resistance. Physician could not advance or retract the guide wire from the catheter. Then the physician undeployed into basket and forcibly removed the catheter and pulled it into the sheath, bringing both the sheath and catheter into the right atrium. Up on removing the catheter from the the body, the physician and I both examined the distal tip of the catheter and notice the guide wire was stuck in the distal end of the catheter along with a piece of tissue that had been entrapped. Lab staff attempted to pull the guide wire out of the catheter and the guide wire would not budge and instead unraveled. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) warnings section: · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in separation of the guidewire tip, damage to the catheter, or vessel damage.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product.

Event description:
Ecn event description: farawave catheter was prepared and inserted into the body according to normal protocol. Started with ablation of the left pulmonary veins which was successful. Moved to the right super pulmonary vein (rspv) and the physician had a difficult time advancing the guide wire out that vein. Physician began to try to move catheter back and forth but felt resistance. Physician could not advance or retract the guide wire from the catheter. Then the physician undeployed into basket and forcibly removed the catheter and pulled it into the sheath, bringing both the sheath and catheter into the right atrium. Up on removing the catheter from the body, the physician and I both examined the distal tip of the catheter and notice the guide wire was stuck in the distal end of the catheter along with a piece of tissue that had been entrapped. Lab staff attempted to pull the guide wire out of the catheter and the guide wire would not budge and instead unraveled. Physician requested a new catheter to proceed with the case. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Trying to advance the guide wire. Trying to retract the guide wire. Trying to move the catheter (while in flower) to another location within the left atrium. Advancing the catheter further out of the sheath. Bringing the catheter back into the sheath. Finally, undeploying into basket. What is the next course of action? Remove and replace the catheter. Patient present at time of event? Yes. Patient complications: no patient complications. Procedure number: (B)(4).